Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40-70 mg/dl. Low bg cause was not known. Customer consumed carbohydrates to address bg. The customer also reported that they experienced dizziness and sweating because of the low bg. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.